Event description:
A report was received that a pocket revision will take place due to difficulty charging. The physician feels that the ipg may have rotated in the pocket which is making charging difficult for the patient. The physician moved the ipg to the patient's abdomen. The patient is reportedly doing well after the pocket revision.

Manufacturer narrative:
This is the final report.